Event description:
The subject cobe perfusion pack was found to have the inlet arterial line connected to the outlet port of the oxygenator membrane compartment. The problem was detected at setup, so there was no patient involvement. The customer indicated that the same problem had been found at setup in 5 other packs from this lot as well.

Manufacturer narrative:
H.3) the entire lot of product was received at cobe cardiovascular and a sample perfusion pack was evaluated. As expected, the inlet arterial line was connected to the outlet port on the membrane compartment of the oxygenator. This was in improper configuation and was due to the blueprint for the product being improperly drawn. The blueprint has been redrawn to show the correct configuration.